Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she broke her arm and needed help changing the infusion set. She is experiencing high blood glucose. During high blood glucose troubleshooting, her blood glucose at the time of the even was 415 mg/dl and her current blood glucose is 407 mg/dl. She mentioned that she did not want to treat for the high blood glucose and did not feel okay to troubleshoot. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. She was advised to call later once she felt well enough to troubleshoot. She mentioned that she had low blood glucose the week prior and tried to make an appointment with her doctor but did not make it because she fell and broke her arm. At the time of the low blood glucose event, her blood glucose was 74 mg/dl and she said that she treated by drinking three classic cokes. The insulin pump will not be returning for analysis.